Manufacturer narrative:
Retainer ring = black. Customer filed a complaint on 04-aug-2021 about a crack on the screen that has expanded into display. Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump failed the self test. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay. Moisture damage was found on pcb a1 during visual inspection. Crack on the screen not confirmed, however, there is damage to the display. Exposed to moisture confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped and had crack on the screen expanding through the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.